Manufacturer narrative:
Ethnicity: (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: lead interventional radiographer. Additional information: patient height: 178cm. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal did not deploy the footplate. The procedure performed was a complex femoral popliteal graft angioplasty with antegrade puncture in a scarred groin. The user facility presumes the issue was due to calcification. The doctor had to "dissect" the angio-seal to ensure that the footplate wasn't left in the patient. There was no harm to the patient. Additional information was received on (B)(6) 2022: the footplate was not left in the patient. A 6fr sheath was used. This was antegrade through the scarred post-operative groin but there was no difficulty with the access. Ultrasound (uss) was used to guide the puncture. A pre deployment angiogram was performed for the puncture site. A 0.035 wire in-situ of a 6 french sheath was removed, and a 6 fr angio-seal sheath was inserted without a problem. After placement was confirmed the angio-seal sheath was stabilized and the wire and introducer were removed as per the IFU noting stable position relative to the skin with angio-seal label on the sheath. The footplate was then unable to be inserted fully through the angio-seal sheath and at this point was also unable to withdraw the footplate from the angio-seal sheath. The whole device was withdrawn. Hemostasis was achieved with manual compression. The angio-seal outer sheath was cut to reveal that the foot plate was still within the sheath and no retained product within the patient. The outer sheath was cut because the footplate could not be advanced or withdrawn once the device was outside of the patient. No other equipment or devices were used with the involved product. The patient condition was stable. Hemostasis was achieved by manual compression. The blood loss was less than 250cc's.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated and returned in the fully rear-locked position. The distal tip of the device was found to have been cut open exposing the carrier tube, anchor, and collagen. No other damage or deformation to the device was identified. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).